Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was off anticoagulants due to multiple nose bleeds and gastrointestinal bleeds but then with amaurosis fugaux, restarted warfarin tonight. CT neck angiogram revealed there was marked / high-grade stenosis of the proximal left vertebral artery, and mild stenosis of the proximal right vertebral artery, likely owing to atherosclerosis. The event log for hm3 patient contained no abnormal alarms or events. Pump power and flow appear stable with no abnormal trends. No other abnormal alarms or events were recorded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient's gi bleeding and amaurosis fugaux was also reported under MFR # 2916596-2020-01709. A specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2020 through (B)(6) 2020. No atypical alarms or events were captured throughout the submitted log files. The actual speed remained at or above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended with stable parameters. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.